Event description:
The product was used during a lung biopsy procedure. Reportedly, the staples did not form properly. The surgeon resected the incomplete staple line and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
03/04/1999- supplemental report #1 sent to FDA.